Event description:
It was reported that the issue was that the patient had effective stimulation. The lead was partially explanted and the decision was that they were unable to get the entire lead removed. Surgical intervention occurred and the lead was not replaced. The lead would not be returned as the customer discarded of it. The issue was resolve at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 3886, lot# j0219980v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 3886, lot# j0219980v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the implant was removed but the lead broke upon explant so the patient still had 30% of the lead still implanted. It was noted that the patient had since had several mris of the breast on a 3t scanner. There were no further complications reported or anticipated.